Event description:
Fasely elevated troponin I results of 0.72 and 0.94 ng/ml were obtained on two pt. The results were reported to the physician. The same samples were retested on an laternate methodology and results of 0.12 and < 0.04 ng/ml were obtained. Pt treatment was not prescribed or latered and there was no rpeort of adverse health consequences as a result of the fasely elevated troponin I result. Analysis of instrument indicated that the most likely cuase for the fasely elevated troponin I results was sticking hm mixers and obstruction of the r2 probe by a clip from the instrument's thermal chamber.